Event description:
Customer indicates the cannula is coming out of the body of the lancet. There is no report of adverse event, medical attention was not sought or required. Return of suspect devices was requested.